Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the traveler, rx, instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise complications may occur. In this case, it does not appear that performing air aspiration inside of the patient anatomy caused or contributed to the balloon rupture. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the left main and left anterior descending coronary artery. The 5.0x8 mm nc traveler balloon dilatation catheter (bdc) was prepped inside the anatomy (air aspiration) and advanced without resistance. The nc traveler was being used for post-dilatation and ruptured during the first inflation at 18 atmospheres. The nc traveler was removed without resistance and a non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.